Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of error messages (error code: 221.2010.0) occurring mid-infusion was observed during the log review but could not be replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The event was reported on 21may2025, with no specific time provided. Since the associated pcu or its logs were not returned, drug programming details could not be determined. The pump module logs were retrieved via asm, revealing that error 221.2010.0 was recorded twice, both with a default timestamp of (B)(6) 2000, indicating the errors occurred during power-on. The event log confirmed the pump module was powered on the same day. The last infusion was programmed at 12.5ml/hr with a vtbi of 50ml, starting at 1:46 am and completing at 5:46 am, followed by kvo. The channel was turned off at 5:50 am. A channel error message on the bd alaris¿ system indicates a hardware or software issue in the affected channel. The channel stops operating, but other channels continue functioning. Press confirm to silence the alarm and continue with unaffected channels. Replace the affected module and, if needed, use the restore function on any reconnected channels. Tag the module, describe the error, and return it to your facility¿s biomed department. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pumo module s/n: (B)(6) (w/o: (B)(4)) the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue involving error 221.2010.0 during infusion could not be definitively determined. The suspect pump module was returned and fully evaluated. A review of the error log confirmed that the error was recorded twice. However, infusion testing under ¿as received¿ conditions did not reproduce the reported behavior. No anomalies or malfunctions were observed during testing, and the device completed a full preventive maintenance procedure successfully. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a1801, c23, d11, g04067, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device during middle of infusion went into error code 221.2010, so nurse switched to another device, not sure about the medication infused at time of error. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device during middle of infusion went into error code 221.2010, so nurse switched to another device, not sure about the medication infused at time of error. There was patient involvement, but no harm.